Event description:
Philips central telemetry transmitter heated the batteries to the point of melting. No harm was done to the patient. The device was removed from service and the defect was reproduced in a controlled environment.